Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported failure. Fse charged the batteries overnight and there was no failure. Fse replaced batteries as preventive maintenance (pm). Fse also stated that printer was functioning intermittently so fse replaced the printer as a precautionary service. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a